Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("other injuries/symptoms migraine") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain and dyspareunia had resolved and the migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, headache, migraine and pelvic pain to be related to essure. The reporter commented: received treatment for: pain pelvic/ abdominal, back, dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: not provided. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event injury was updated and new events: pain pelvic/ abdominal, back, dyspareunia (painful sexual intercourse), other injuries/symptoms migraine, headaches were added. New reporter and plaintiffs information added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.